Event description:
It was reported the pt could recharge the ipg, but the ipg was discharged within a few hours of use. A replacement charging system was sent to the pt. Follow up identified the replacement did not resolve the issue of the ipg discharging quickly. The physician explanted and replaced the ipg. It was reported the pt regained stimulation postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.